Manufacturer narrative:
Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 9/17/2014, electrode belt: 9/03/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly at home at the time of passing. Prior to passing, the patient received 5 treatments from the lifevest. At 4:05:34 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was coarse ventricular fibrillation (vf) with variable amplitude. The post-shock rhythm was also coarse ventricular fibrillation (vf) with variable amplitude. At 4:06:04, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was coarse ventricular fibrillation (vf) with variable amplitude. The post-shock rhythm was also coarse ventricular fibrillation (vf) with variable amplitude. At 4:06:40 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was coarse ventricular fibrillation (vf) with variable amplitude. The post-shock rhythm was also coarse ventricular fibrillation (vf) with variable amplitude. At 4:08:35 am, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was coarse ventricular fibrillation (vf) with variable amplitude. The patient's post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 4:09:01 am, the patient received a fifth treatment from the lifevest. The patient's rhythm at the time of the event was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient remained in asystole until 9:06:45 when the device was shut down.